Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that a needle fragment broke off in the patient's body. No medical treatment was required to remove the fragment. No adverse event was reported. The lancing device was discarded; therefore, no product could be requested to be returned for product evaluation.